Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins had been out of commission recently because they'd recently had an arm surgery. Now today ((B)(6) 2025) they weren't able to find or communicate with their implant. Patient services began walking the patient through pairing their communicator to their handset however they kept getting 'device not responding. Patient stated they used to be able to feel the ins site but now they weren't able to feel it. Patient denied having had any falls that could have led to the issue that they were aware of though they admitted that they were a "faller." Patient also noted that their arm surgery had been today and that they'd had diathermy done for it as well as used a tens unit. Patient services reviewed diathermy as a contraindication for the device/therapy with the patient as well as tens unit considerations with the patient and redirected the patient to follow up with their healthcare provider (hcp) to check the implanted system since their procedure. Patient continued to get 'device not responding' and patient still wasn't able to find the ins site so patient was going to see if someone in their nursing home facility was able to assist them in locating the ins site and noted they would call back with that individual to continue troubleshooting. Patient services emailed the patient hcp listings and patient to search for a new hcp. The agent called patient registration to update their address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.